Event description:
(B)(4). Extreme pelvic pain for 8 days (not at the incision site), eleven weeks of bleeding, tons of hair loss around month 4 or 5 (hair dresser had never seen anything like it), uti's, pelvic pain at ovulation and period cycles, anxiety, brain fog, joint pain, inflammation at foot and elbow, rashes. Upon removal side effects are going away. Essure migrated from my tube into my uterus so wasn't protecting me from pregnancy and then it perforated the uterus and was one cell membrane from being in my bowel. My dr said I was real lucky it we got it out when we did.